Event description:
Procedure type: unk. According to the reporter: prior to use in the case white powdery foreign material was found on the device. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B) (4)